Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient's mother reports that her daughter was experience eye discomfort and hazy vision in the left eye (os). In the absence of medical information, this event is being reported in abundance of caution based on the allegation of hazy vision and the mom stating that her daughter "could have lost her sight".